Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/14/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number an5065, and no non conformances / manufacturing irregularities were identified. ¿ trade name - irgacare®, ¿ active ingredient(s) ¿ triclosan, ¿ dosage form ¿ suture/solid/parenteral, ¿ strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was used to complete the procedure? In relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? Was there any adverse consequence associated with the patient? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. Events reported in 2210968-2021-06319.

Event description:
It was reported that a patient underwent an unknown uterine surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke while performing tension during the ligation of uterine ligaments. No adverse patient consequences were reported. Additional information was requested.